Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted. Per tandem's user guide, "never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in the unintended delivery of insulin."

Event description:
It was reported that the customer did not disconnect from the pump while loading a cartridge and performing a fill tubing. Customer rec'd 10 units of insulin while performing the fill tubing. Which caused the customer to experience low blood glucose levels (35 mg/dl). Customer consumed soda and juice to stabilize blood glucose levels.